Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. Both haptics were slightly bent in the distal area. The optic was torn/split/cracked and cut into pieces with a large cut portion of optic lens material missing (returned adhered by solution to one haptic). The damage was typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history records were reviewed. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), the patient experienced a 'power deviation'. The lens was exchanged. Additional information was requested.